Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide occlusion alarm: how should I respond? Tap close. Change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was in the 600 mg/dl range. Customer resumed insulin delivery without changing the supplies and attempted to deliver a bolus to address bg. Customer went to the emergency room (ER). Ketones were present and identified as being dangerous. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous drip was administered and elevated bg/dka were resolved. Customer was discharged 24 hours later with no permanent damage. As the event occurred in the past, a cause of the occlusion could not be determined by tandem technical support.